Event description:
It was initially reported to boston scientific corp that a flexima biliary stent system was used for a drainage procedure. During the procedure, the physician was unable to deploy the stent. The procedure was completed with another flexima biliary stent system. The procedure was completed with no reported pt complications. The pt was reported to be in good condition at the conclusion of the procedure. This event has been deemed a reportable event based on the investigation results; catheter stretched.

Manufacturer narrative:
Evaluation results: during the analysis of this device, the push catheter was observed bent and wavy along its working length. The suture hole on the push catheter was found slightly torn. The suture was found twisted at about 360 degrees from the push catheter suture hole to the proximal barb of the stent. The guide catheter was found kinked and stretched. Following a detailed analysis, it was noted that the condition of the returned unit was consistent with the complaint incident that the stent failed/ unable to deploy. Based on the analysis of this device, the most probable root cause for this complaint is operational context. Due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the mfg documentation found no anomalies or deviations during the MFR of this batch. (B)(4).